Event description:
It was reported that a female patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a navistar® rmt thermocool® electrophysiology catheter and suffered cardiac tamponade (CT) requiring pericardiocentesis, surgical intervention and prolonged hospitalization. The patient suffered a tamponade/perforation. The injury was noticed during the ablation phase when the patient's blood pressure dropped. The caller reported that they checked the x-ray and found the heart border not moving. The injury was confirmed using a transthoracic echocardiogram. A pericardiocentesis was performed and they were auto transfusing the blood back into the patient. The caller estimated the amount of blood drained was 3.5 to 4 liters. At the time of the call, the patient was stable but was being taken to open-heart surgery because the heart was continuing to drain. The patient will be admitted. No transeptal puncture was performed. An irrigated catheter was used during the procedure. No error messages were observed on bwi equipment during the procedure. Max wattage used was 50 watts. Total lesions: 2, total ablation time and total irrigation fluid used is unknown at the time of the call. Additional information was received on (B)(6) 2022. It was reported that the physician¿s opinion on the cause of this adverse event is that it was procedure related. The patient fully recovered (no residual effects). The patient required extended hospitalization because of the surgery to repair the perforation of the heart. A stockert smartablate generator with serial number (B)(4)was used. Service was not requested for the generator/pump. Prior to noting the CT, ablation was performed. There was no evidence of a steam pop. An irrigated catheter was used in the event, the flow setting was 30ml/min. Correct catheter settings were selected on the generator. The pump was switching from ¿low¿ to ¿high¿ flow during ablation.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The biosense webster inc. (Bwi) product analysis lab received the device for evaluation on 21-feb-2022. The device evaluation was completed on 21-mar-2022. It was reported that a female patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a navistar® rmt thermocool® electrophysiology catheter and suffered cardiac tamponade (CT) requiring pericardiocentesis, surgical intervention and prolonged hospitalization. The patient suffered a tamponade/perforation. The injury was noticed during the ablation phase when the patient's blood pressure dropped. The caller reported that they checked the x-ray and found the heart border not moving. The injury was confirmed using a transthoracic echocardiogram. A pericardiocentesis was performed and they were auto transfusing the blood back into the patient. The caller estimated the amount of blood drained was 3.5 to 4 liters. At the time of the call, the patient was stable but was being taken to open-heart surgery because the heart was continuing to drain. The patient was admitted to the hospital and fully recovered (no residual effects). Device evaluation details: the product was returned to biosense webster inc. (Bwi) for evaluation. Bwi conducted a general inspection through the visual inspection and all features of the catheter tests. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the navistar® rmt thermocool® electrophysiology catheter. Per the event, several tests were performed. The magnetic, and temperature features were tested, error 101 issue was observed, eeprom error. This error is unrelated to the event. In addition, the product was irrigating correctly. No other malfunctions were observed during the product analysis. Eeprom integrity test was performed, with acceptable results. A manufacturing record evaluation (mre) was performed for the finished device number 30644436m, and no internal actions related to the complaint were found during the review. Based on the mre, the d 4. Expiration date and h 4. Device manufacture date have been updated. As part of bwi¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. Explanation of codes: investigation findings: software problem identified (c10) / investigation conclusions: cause not established (d15) / component code: memory/storage (g0200702) were selected as related to the eeprom error. Investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the adverse event. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).